Event description:
Ous MDR. It was reported that this system was explanted 104 months after the implant as the associated ICD was not interrogatable anymore and a lead problem was suspected.

Manufacturer narrative:
The ICD and this lead were returned for analysis. The lead had been cut through 22 cm distal of the is-1 connector pin. The proximal and the distal, severely stretched fragment were both available for analysis. Frayings of the insulation could be detected at the proximal fragment at 18 cm and 21 cm distal of the is-1 connector pin. The position and kind of the frayings are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. In addition, crushing of the lead body could be seen 28 cm proximal of the fragment of the lead body. The insulation was damaged in this area. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. Subsequently, the ICD was first inspected visually. A spot of locally melted titanium was discovered. In a next step, the ICD underwent an electrical check. Matching the clinical observation, it was not possible to interrogate the ICD. Based on these results, it can be assumed that a shock delivery into an external low-ohmic shock path led to the observed sparkover traces and damage to the electronic module, which is why the ICD could no longer be interrogated. The probable cause that led to the external short-circuit are the above-mentioned insulation damages of the lead at 18 cm and 21 cm distal of the is-1 connector pin, which were probably caused by abrasion at the generator housing. The manufacturing processes of the ICD and the lead were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior of the ICD. There were no indications of a material defect or manufacturing error.